Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the getinge fst discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic port and a broken tether assembly. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Getinge field service technician (fst) discovered broken fiber optic port and tether assembly. Fst replaced physically damaged parts, cable assembly,fo sensor extension (d012-00-1562) and assembly, tether (d997-00-0596) and tested unit functions all pass. Unit released back to service. The failure analysis and testing dept. Received these parts with a reported unit failure of broken fiber optic port and tether assembly. The failure analysis and testing dept. Performed visual inspection of the parts received fiber optic sensor extension cable serial number 15 43 howdy and found that the blue receptacle housing of the fiber optic connector is broken, and the tether assembly is not functional. Due to this damage. These parts cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department was able to verify the failure as described by the customer. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2.

Event description:
Na.